Event description:
It was reported that during a routine check, before use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak issue. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9 (device available for eva), h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) helium leak issue. Getinge field service engineer (fse) able to reproduce failure replaced power management board and helium regulator assembly reservoir due to minuscule helium leak. Functional testing and safety check to factory specifications. Returned to the customer. No patient involved reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).